Event description:
According to the reporter, the surgeon was experiencing loose clips and migrating clips during use. Post op patient had to be brought back into or due to bleeding. The clips were no longer in place when patient was re-opened. The patient status is okay.